Manufacturer narrative:
Continued e.1. Zip code: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency ansm (french national agency for the safety of medicines and health products) reported "rupture with intracapsular silicone diffusion". This record is for the right side. Device was explanted and it is unknown if it was replaced or if it will be returned.